Manufacturer narrative:
It was initially reported that a patient's blood oxygen saturation decreased while using a ventilator. The ventilator was returned to the manufacturer for evaluation. The ventilator passed all testing and was found to operate and alarm as designed. The cause of the event was determined to have been a loose water trap in the patient circuit.

Event description:
The manufacturer received information alleging a patient's blood oxygen saturation decreased while on a ventilator. The patient was placed on another device and recovered. The manufacturer is currently investigating this event and a follow-up report will be filed when the investigation is complete.